Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue and found the instrument to have a broken bipolar yaw pulley. The broken piece measures approximately 0.100" by 0.162¿ and was not returned with the instrument. This failure is most commonly caused by mishandling/misuse, such as the excessive application of force to the distal end of the instrument. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
Refer to additional for follow-up information.

Manufacturer narrative:
Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the insulation of a long bipolar grasper instrument broke off and fell inside the patient. The fragment was retrieved without patient harm, adverse outcome, or injury. At this time is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the energy level seemed low for a long bipolar grasper instrument. The customer removed the instrument and noted that a yellow piece of insulation fell into the patient. The fragment was retrieved during the same procedure with a laparoscopic grasper instrument. The customer used a backup long bipolar grasper to continue the procedure. The procedure was completed with no reported harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was performing dissection when the instrument broke. The instrument broke after approximately 5 minutes of use . The initial reporter indicated that instrument did not make contact with another instrument or other hard material during the surgical procedure. It is unknown if the instrument was inspected prior to use. No post-operative tests were conducted.